Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that after a year of implant the patient had the device removed due to the device causing twitching during speech. It was noted that after removal a piece of the electrode was left in the patient's body. No other relevant information has been received to date.